Manufacturer narrative:
Technician found that the brakes were not holding - caster swivels/moves when engaged - due to work casters. Replaced casters to resolve this issue. Bed in storage.

Event description:
Bed brakes are not holding. Bed caster swivels moves when engaged. No injury reported.